Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time of the reported event.